Event description:
A malfunction alarm was reported with an in-warranty pump during the pumping process. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support in loading a new cartridge using the proper technique, the customer was unable to resume insulin therapy as the cartridge alarm recurred. No additional information was received regarding the outcome of the event.